Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, lines were observed on the display. The lcd module was replaced and the unit functioned as designed.

Event description:
It was reported that there are lines on the screen. No known impact or consequence to patient.